Event description:
The customer returned the device stating, "the device was double beeping during testing". During device evaluation it was found that the pump had faulty downstream occlusion (dso) sensor connector on printed wired assembly (pwa).

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected, found there was upstream occlusion (uso) seal delamination and lens scratched. The event history log (ehl) was reviewed and there are events of "no disposable attached" alarm. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to faulty downstream occlusion (dso) connector on printed wired assembly (pwa). The mainboard, uso seal and lens were replaced to correct the issue. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.